Manufacturer narrative:
Concomitant med products: lid devices, battery handpiece/modular device, power module device, battery device. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit's bottom trigger was broken. It was further observed that the unit failed for all trigger test (general condition, function and on off). During service/repair, it was determined that there was corrosion around the gear box. The assignable root causes were determined to be due to normal wear and improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger of the battery handpiece/modular device broke off the ¿device handle¿. It was further reported that the lid device could not be removed from the power module device to take out the battery device. During in-house engineering evaluation, it was observed that the bottom trigger of the battery handpiece/modular device was broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in may of 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.